Event description:
Additional information was received from the patient. It was reported that the patient stated "they had been having issues with the pump, it's been leaking and they did a catheter dye study", and they "had to do a revision because the catheter was blocked and leaking." The patient then stated when they did the revision of the catheter they found they had a small fracture at the base of the spine and that was what has been causing them a lot of ungodly pain which has "effected their brain and personality". Troubleshooting was not required. The issue was not resolved as troubleshooting is not needed. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine (unknown dose and concentration), fentanyl (unknown dose and concentration), and dilaudid (hydromorphone) (unknown dose and concentration) via an implantable pump indicated for spinal pain. It was reported that the patient was having "troubles" with the pump. The patient stated it's leaking and they know that and they are doing a catheter dye study on (B)(6) 2023. The patient stated they were experiencing really awful side effects and was looking for guidance. The patient was redirected to their healthcare provider (hcp). The patient stated since the incident that happened a year or so ago the hcp took their ptm back, but now the hcp told the patient to contact mdt to order new ones. Patient services reviewed info and advised that hcp would need to order the ptm as it's a prescribed device.

Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6), implanted: (B)(6) 2022 ,explanted: (B)(6) 2023, product type catheter pr oduct ID 8598a lot# serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type catheter h1: correction was made to this field. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the catheters were returned and no significant anomalies were found. Continuation of concomitant medical products: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type catheter. Product ID 8598a, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and healthcare provider (hcp) via a manufacturer representative (rep) indicated that, sometime in december 2022, the patient was playing with their grandchildren a lot and, sometime during that month, they stopped getting pain relief from the pump. On 2023-03-13, the patient went in for a dye study and they were unable to aspirate. On 2023-03-30, the doctor opened up the spinal incision and immediately saw that the spinal catheter was disconnected from the connection point to the pump segment of the catheter. The doctor then attempted to put a needle in the spinal catheter and was unable to aspirate. They then trimmed right below the anchor in hopes of seeing free-flowing cerebrospinal fluid (csf), but did not. They then attempted to pull out the spinal catheter and it fractured. The doctor believed it may have fractured off at the patient's l2/l3 fusion. They were then able to find the remainder of the catheter and pull out the entirety of it. The doctor then implanted a new catheter and entered at l3/l4. They immediately got free-flowing csf and was able to place the catheter at t8. They then connected it to a new pump segment and aspirated the catheter access port (cap), confirming that the system was patent. The doctor then programmed a 25mcg bolus and the patient tolerated this bolus. The doctor decreased the patient's fentanyl dose from 150mcg/day to 100.1mcg/day. The bupivacaine dose was also decreased to 0.635mg/day and the hydromorphone dose was decreased to 0.1651mg/day. There were no environmental, external, or patient factors that may have led to the event. At the time of this report, the issue was resolved and the patient status was "alive-no injury". Per pump logs prior to the revision, the pump was used to deliver fentanyl 2000mcg/ml at 150.1mcg/day, bupivacaine 12.7mg/ml at 0.953mg/day, and hydromorphone 3.3mg/ml at 0.2477mg/day. It was noted that the pump was implanted in the left upper buttock and the original catheter tip location was t7. It was noted that the patient had a diagnosis of post-laminectomy syndrome.

Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2023 product type catheter pr oduct ID 8598a lot# serial# (B)(6) implanted:(B)(6) 2022 explanted: 2023-03-30 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2023 ubd: 2024-09-08 UDI#: (B)(4) product type catheter product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2023 ubd: 2022-11-19 UDI#: (B)(4) product type catheter h6. All codes have been updated/corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8598a lot#/serial# (B)(6), implanted: (B)(6) 2022, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the aptient experienced nausea and noted that they could not eat or keep food/water down. A catheter occlusion was identified and the patient was prescrbied scopolamine patches.